Event description:
A malfunction alarm identified as malfunction 16 was reported. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to using an alternative method of insulin therapy.